Manufacturer narrative:
(B)(4). The device has not been received for analysis. The lot number is unknown, therefore, further investigation cannot be performed. A trend related investigation is currently in process. A follow-up medwatch will be filed upon completion of the trend investigation. (B)(4).

Event description:
It was reported by the patient that on (B)(6) 2014, the required cup was not utilized for cleaning the contact lenses, which resulted in pain and red eye. Follow-up information received on (B)(6) 2014 from the patient's sister states that the patient consulted a physician on that day and was diagnosed with a chemical burn. The physician prescribed an unknown eye drop for several days and instructed the patient to return to the office on (B)(6) 2014. A follow-up attempt to inquire on the patient's status was made on (B)(6) 2014: it was noted that no further information was available for the chemical burn, and also that the patient also stated that she had a miscarriage after this reported event occurred thinks it was due to the stress of the event. Further information received on 8/26/2014 states that the patient returned for the previously scheduled follow-up with the treating eye-care physician on (B)(6) 2014 and was told by the physician that the chemical burn had not yet resolved. The patient was prescribed an unspecified moisture agent, a cease in contact lens wear for one week, and instructed to return for follow-up in one week. On (B)(6) 2014, a follow-up attempt was made to the patient to obtain further information regarding the reported medical events, but this request was refused by the patient's husband. Additional clarifying information received on 8/27/2014 confirms the collection of the information regarding the report of miscarriage from the patient; the patient stated that she attributed the miscarriage to stress associated with the reported misuse of the product. Additional information was requested, but not yet received.